Event description:
It was reported that the right ventricular r waves were initially stable and decreased prior to leaving the operating room. It was further reported that the device check performed the day after implant noted the r waves had decreased further. The lead remains in use and the patient will have frequent device interrogations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).